Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported that the patient was suspicious about his pump having volume discrepancies. The patient was very technical and wanted to know how to calculate the accuracy of the pump. There were no reported symptoms. There were no further complications reported.